Event description:
It was reported that this pacemaker exhibited farfield oversensing for its right atrial (ra) channel which resulted in an atrial tachy response (atr) episode been registered. Technical services (ts) was consulted and discussed available programming options. This pacemaker remains in service. No adverse patient effects were reported.